Manufacturer narrative:
Initial reporter phone: (B)(6). (B)(4). Report source: (B)(6) clinical trial. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on november 03, 2017 that a wallflex fully covered biliary stent rmv was implanted on (B)(6) 2016 as a part of the e7099 abc wallflex registry clinical trial. The patient had a history of chronic pancreatitis and was enrolled into group c: treatment of benign biliary strictures on (B)(6) 2016. On (B)(6) 2017, over seven months post stent placement, the stent was noted to have completely distally migrated, which was not due to stricture resolution. On the same day, another wallflex fully covered biliary stent rmv was implanted due to recurrence of the original stricture.